Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a disconnected speaker harness. The speaker harness has been reconnected. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. The user interface module master software version is 5.03.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During the product evaluation for another report it was discovered that failure code 550:320:844:0000 occurred and the device failed to audibly alarm for this failure code. The reported condition occurred during service. There was no documented patient involvement, injury or medical intervention necessary. No additional information is available. The user interface module master software version is currently unknown.